Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, the cartridge septum was damaged. Customer's blood glucose was within range (value not provided). Customer continued to use cartridge for insulin therapy.